Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed the clip test due to misapplication of the clip e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip. The instrument moved intuitively with full range of motion in all directions.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier tips did not close clips. The procedure was completed as planned with no reported injury.